Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1.2 was hard to open and close. A field service engineer removed the drawer and identified that the right rail was missing the rear slide bumper. The field service engineer aligned the rails and installed the slide bumper, ensuring it was properly seated in the blind bearing cage. All connections were checked. The field service engineer popped the cubies and cleared the debris as well as the scattered pills from the drawer. To test the repair, the drawer was reinstalled and confirmed to open and close easily. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was broken. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.